Manufacturer narrative:
Initial reporter phone no only a partial number was received: (B)(6).the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device alarmed system error 322. The cause was identified to be an out of adjustment link. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.